Event description:
It was reported that ever since the patient has received their percept device the tremor control has been way worse than when programmed with activa pc device. The patient had been programmed on these settings without needing much changes during follow-up for many years with their activa device. Now that they have been converted to percept the neurologist cannot program any settings that will give the patient similar tremor control. There have been no external factors except for the change to percept pc from activa pc. Neurologist called manufacturer representative (rep) today voicing their frustrations. The patient has seen them since august for other programming sessions, but rep was not made aware of those dates. Neurologist has been programming the patient and nothing they have tried has changed the outcome. Therapy was no longer good. It is believed that the ins is performing okay (impedance is okay and symptoms worse when stimulation is turned off). Further troubleshooting was getting an x-ray to visualize the system. Imaging showed that the leads were positioned okay and the extensions were fully inserted; no issues revealed with imaging. No impedance issue was determined. The therapy issues did not resolve and the patient and provider requested having the device removed and replaced.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the implantable neurostimulator (ins) (B)(6) found an anomaly with the feedthrough of the ins. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.